Event description:
It was reported that the customer had a crack in the casing where the battery unscrews on the insulin pump. Customer stated that the threads have come of in a chunk and it is cracking all around the back side. Customer's blood glucose level was 300 mg/dl. Customer is unsure how the damage occurred. Customer thinks it may be due to every day use or it could be faulty. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).